Event description:
It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ and prolapsed leaflets. A mitraclip xtr was inserted and deployed on the mitral valve, reducing mr to a grade of 3. On an unknown date, an echocardiogram was performed and revealed potential valve twisting, and an increased mr with a grade of 4. On (B)(6) 2025, a second mitraclip procedure was performed, and one clip was implanted reducing mr to a grade of 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a caused for the reported mitral regurgitation (mr) could not be determined. Mitral regurgitation (mr) is listed in the instructions for use and is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.